Event description:
It was reported that during a da vinci hysterectomy procedure, the megasuturecut needle driver instrument cable broke. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument grip close cable was frayed at the distal idler pulley, causing the derailment on the same side on the distal pulley as the frayed cable was noted. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found scratches on the surface of the distal pulley. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument's pitch cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.